Event description:
It was reported that the pt has no mobility and pain on inside upper hip and outer hip. Doctor has determined he needs a revision surgery.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided in a supplemental report.